Event description:
Customer reported that data was lost after a move from one facility to another. No pt injury was reported.

Manufacturer narrative:
There was no eval of the system by a ge rep. Ge rep contacted customer by phone and customer was able to fix the system.